Event description:
It was reported that during an unknown procedure, it was observed that they could not open the jaw after firing. They opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec60a device was received for analysis with no apparent damage and with a cecr60w reload loaded on the device. The reload was fully fired. The device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife would not return to home position, with the stroke indicator shows 'locked' symbol. The knife was returned by external force and the device was non-functional. No further functional testing could be performed due to the device's condition. The device was disassembled to verify the integrity of the internal components and the spring drive bar holder was noted to be damaged, causing the misaligned condition of the drive bar and consequently the incomplete firing stroke in mechanism, and could not open the jaw. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the device lot e25070056, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.